Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00801803201 femoral head sterile product 12/14 taper lot#: 63536811, catalog#: 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm lot#: 62954002, catalog#: 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm lot#: 62935939, unknown liner, unknown stem. Report source: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure due to dislocation, pain, and loosening of the cup. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350 winterthur.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 9613350 winterthur.